Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative replaced the valve manifold kit and probe on the architect i2000sr analyzer. Field service had previously replaced multiple parts: vortexer, wash zone 1 and 2 valve manifold kit, and wz manifold fep tips as part of normal troubleshooting procedures. The service history revealed on-going issues with discrepant results and the architect serial number (B)(4) was removed from the customer's site. A new architect i2000sr was installed as a replacement. The pit metrics identified no adverse trends associated with the issue. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency

Event description:
The customer indicated that a (B)(6), architect (B)(4) igg result of (B)(6) was generated. The sample was repeated and a (B)(6) result of (B)(6) was generated. There was no report of impact to patient management.